Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Patient later reported rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6 clarification to h.1. Type of reportable event: there are no events associated with this complaint record.

Event description:
Previous medwatch submission noted capsular contracture, baker grade IV. Upon explant surgery, healthcare professional later reported that there is no complaint against right side device. Upon further information, abbvie has determined that the event of capsular contracture did not occur. Device has been explanted.